Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in both eyes next day post treatment. They reported that patient mentioned he slept post treatment and did not instill steroid drops as directed following the treatment. Steroid drops was increased for the next 48 hours. Patient is commented he noted some blurriness to vision and red eyes. It was reported on (B)(6) 2014 that dlk cleared up on (B)(6), 2014 (more than a month after). No loss of best corrected visual acuity reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Date of this report - (B)(4) 2013. Serial # - (B)(4). Device manufacture date - 10/31/2007. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.